Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: fluid came out at second y site while connected to patient leaking lr fluid on patient.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of second y-site leaking fluid could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: fluid came out at second y site while connected to patient leaking lr fluid on patient.